Manufacturer narrative:
Additional information was received that the patient is doing a little better with her legs. There is no further course of action.

Event description:
A report was received that during a trial procedure, the lead touched a bundle of nerves in the patient and paralyzed the right side of their body. The patient underwent an explant procedure wherein her lead was removed. There was tissue build up around the paddle lead that was removed. The patient had attended ongoing therapy to walk properly again, however their knee continues to buckle. The event was assessed to be related to procedure.

Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that during a trial procedure, the lead touched a bundle of nerves in the patient and paralyzed the right side of their body. The patient underwent an explant procedure wherein her lead was removed. There was tissue build up around the paddle lead that was removed. The patient had attended ongoing therapy to walk properly again, however their knee continues to buckle. The event was assessed to be related to procedure.